Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-21970, related manufacturer reference 2017865-2020-21973, related manufacturer reference 2017865-2020-21974. It was reported that the patient developed infection and possibly endocarditis. The entire system including the pacemaker, the left ventricular (lv), right ventricular (rv), and right atrial (ra) lead was explanted and not replaced. The patient was in stable condition.